Event description:
It was reported that a cassette containing a mixture had worked perfectly for a few days, but suddenly started to alarm for cassette missing. Two nurses went to the patient's home and tried to reattach the cassette several times, but the pump kept alarming and the nurses were not able to get the infusion going again. The cassette in question was attempted with another pump, but that pump started alarming as well and the infusion could not be restarted. The nurses got a new cassette and used the other pump and with that combination, they could start the infusion without any problems or alarms. However, the same problem occurred the next day when the pump started to alarm for cassette missing again. Once again, the nurses took the cassette and tried it with another pump, but they were not able to attach the cassette without it alarming. They tried a third pump, but had the same result of alarm for cassette missing. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) product samples were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing performed based on the no disposable alarm investigation and root cause conduct trough an internal CAPA (opened on 09/sep/2021 for no disposable alarm issue and currently is in solution confirmation and implementation plan phase), the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicated, complaint is not confirmed. Device passed all functional testing. No problem found. No actions taken, however as part of in process controls add based on the CAPA root cause, the following containment action was implemented: pwi was updated from revision 104 to revision 105 to add the mohawk exposure criteria. Complete on 08/sep/2022. Action was implemented after manufacturing of lot reported. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.